Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, customer had more than one device connected to the transmitter. Contact reset the sensor session and transmitter connection was regained.